Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the us and is indicated for the treatment of hypervascular tumors and avms. Loading dc bead with epirubicin is considered off-label use. Abdominal pain, fever and liver abscess are anticipated adverse events associated with dc bead. Abdominal pain and fever are non serious events. Liver abscess is a serious event that required hospitalization. The physician reported that the event was due to overflow of dc bead (excessive embolization) which is considered to be a user error. Epirubicin is not the cause of the adverse event but may have favored the infection. The product IFU does not direct device dilution beyond the use of a contrast agent, therefore, without further detail from the reporting physician, it is unknown what role the dilution played in the adverse event. The event was assessed by a btg physician and the effects of embolization usually occur within the first week after treatment, while these events occurred greater than 30 days after device implantation. Therefore, due to a lack of information, btg is reporting this event in an abundance of caution. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Follow up information was requested, but the information provided to btg did not contain any relevant information. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time, this report is considered final.

Event description:
On (B)(6) 2014, a (B)(6) male with a history of bladder cancer, type 2 diabetes mellitus, and hyperlipidaemia was treated for hcc with tace in region from the right hepatic artery (rha) to middle hepatic artery (mhr) with a 10-fold dilution of dc bead (300-500 microm) 36 ml loaded with 100 mg of epirubicin hydrochloride (off-label use). Concomitant drugs reported: epirubicin hydrochloride, hydrocortisone sodium succinate. On (B)(6) 2014, the patient presented with abdominal pain and pyrexia (fever). On (B)(6) 2014, a liver abscess was confirmed on computed tomography (CT) and the patient had difficulty in walking. The abdominal pain resolved on (B)(6) 2014, the patient became afebrile. Treatment with metronidazole was initiated from (B)(6) 2014 , treatment with meropen (meropenem hydrate) 2 g/day and venoglobulin (polyethylene glycol treated human normal immunoglobulin) 5 g (for three days) were initiated. On (B)(6) 2014, the patient recovered from the liver abscess and was discharged. The physician assessed the liver abscess as probably related. The physician reported that the event was due to overflow of dc bead (excessive embolization).